Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 1.8, lab: 3.1. Therapeutic range: unknown. Customer is testing with the meter in lab; added multiple drops of blood.

Manufacturer narrative:
The customer reported a discrepant low inratio inr result during testing. The customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review was not performed and further investigation was not possible. Although the root cause analysis did not include return testing, improper use of the meter and improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.